Manufacturer narrative:
The patient elected to keep the device, thus it will likely not be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received 31 shocks in one hour due to t-wave oversensing which was a result of low r wave amplitude. The original programmed vector was primary, however the r waves were low in all vectors. The patient was transferred to another facility and requested explant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The s-ICD and electrode were explanted and at this time no new system was implanted. It was noted that the patient had a strong emotional response to the shocks, which is what ultimately prompted their request to have the system explanted. No additional adverse patient effects were reported.